Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb, femur plate, right, 9 holes, 246 mm on an unknown side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to non union of the fracture.

Manufacturer narrative:
Additional information has been requested and is currently not available. Trend analysis: no trend considering the following event is identified: non-union. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported that there was a non union of the fracture after 6 months. The patient underwent another surgery with iliac bone graft. Dr (B)(6) believes the motion lock screws did not function as indicated which helped cause the non union. Also the limited plate lengths in the distal femur meant he could not span the entire femur as the 9 hole is 246mm and the 13 hole is 324mm. Review of received data: the pictures of three x-rays are available. The images show the proximal and distal right femur of the patient with a peri-prosthetic fracture. A plate is fixed on the distal bone fragment, where also a total knee prosthesis is visible. Above the bone fracture, the plate is detached from the bone and three screw heads (fractured) are visible in the plate holes. The remaining parts of the motion lock screws are still fixed in the femoral shaft. Most probably, the x-rays are not relevant for this complaint as they show the situation reported in zimmer inc., warsaw complaint (B)(4): "it was reported that the patient underwent a femoral plate revision due to fracture of the screws in the proximal portion of the distal femur plate. The fractures occurred one month post-implantation and the revision was performed one day later. During the procedure, all components were removed and replaced". This better corresponds with the reported dates: implantation (B)(6) 2017 revision (B)(6) 2017 . No product was returned to zimmer biomet for in-depth analysis. According to the information received, the device is retained by the patient. Review of product documentation: ncb® periprosthetic femur system ¿ surgical technique (lit.no. 06.02013.012 ¿ ed. 2015-05 zhub) contain all information about the nbc pp system. The system is designed for the treatment of femur fractures, particularly periprosthetic femur fractures. The system includes also long distal plates such as ref 02.03264.118 (ref sterile 02.02264.118) 18 holes 355 mm length or ref 02.03264.121 (ref sterile 02.02264.121) 21 holes 393 mm length. Root cause analysis: it is reported that there was a non union of the fracture after 6 months. The patient underwent another surgery with iliac bone graft. The surgeon believes the motion lock screws contributed to the non union and possibly also the limited plate lengths. The dates reported are implantation (B)(6) 2017 and revision (B)(6) 2017 - this a time span of approx. 1,5 months. Besides this, the same dates are also reported in zimmer in., warsaw complaint (B)(4) and they also better correspond with the reported event: fractures of the motion lock screws occurred one month post-implantation. The available pictures of x-rays show the plate, the fractured femoral bone and three fractured motion lock screws. Therefore, most probably they are not relevant for this complaint. The awareness date of the event is (B)(6) 2017. Based on the above observations, the dates are not matching with the event. If the non union occurred approx. After 6 months, and implantation occurred on (B)(6) 2017, the event should have occurred approximately in (B)(6) 2017 and the awareness date is (B)(6) 2017. Neither x-rays (relevant to the case), operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Additionally, according to internal research documents a non-union is usually declared 8 months after the fracture occurred but this time point is depending on several fractures such as fracture location, fracture type, patient age, comorbidities, etc. And might be expanded up to 12 months. For this reason, non-union cannot be confirmed, as the event is reported after a maximum of 6 months (as reported) fracture healing (4 month since primary implantation or 2 months since re-osteosynthesis in (B)(6)). Moreover, from the description of the event it is unclear if the plate was revised or if a surgery occurred to correct and improve fracture healing with bone graft. Regarding the unavailable plate length, ncb® periprosthetic femur system is designed for the treatment of femur fractures, particularly periprosthetic femur fractures. The system includes also long distal plates such as ref 02.03264.118 (ref sterile 02.02264.118) 18 holes 355 mm length or ref 02.03264.121 (ref sterile 02.02264.121) 21 holes 393 mm length. However, all possible causes related to the issues reported are listed in the appropriate rmw. Conclusion summary: based on the available information, the implantation and revision dates are not matching with the event. According to the three attempts to gather additional information, no further information is available. According a non-union is usually declared 8 months after the fracture occurred and might be expanded up to 12 months. For this reason, nonunion cannot be confirmed, as the event is reported after a maximum of 6 months (as reported) fracture healing (4 month since primary implantation or 2 months since re-osteosynthesis in (B)(6)). Additionally, from the description of the event it is unclear if the plate was revised or if a surgery occurred to correct and improve fracture healing with bone graft. In conclusion, due to lack and inconsistency of the information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).